Event description:
The user facility reported to terumo cardiovascular that during prime, they found a white piece of foreign matter in the cardioplegia administration line. The product was changed out, there was no blood loss and surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device for eval. The foreign matter had dissolved upon receipt, terumo could not identify the foreign matter. The incorrect pack and lot number were reported, thus terumo plans on submitting a follow-up report when the correct info is received. (B)(4).